Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), abdominal pain lower ("cramping"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, depression, abdominal pain lower, migraine and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure , surgery was much more complicated than a tubal ligation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify the plaintiff did not undergo an essure confirmation test". The patient's medical history included muscle cramps, abdominal pain, cough and dyspareunia. Concurrent conditions included pain in jaw, ear pain, shoulder pain, neck pain, fever, dizziness, light headedness, trigeminal neuralgia, irregular menstrual cycle, chest pain, left upper quadrant pain, cold sweat, nausea, weakness, sweating, pap smear abnormal, uterine bleeding, endometrial biopsy, coital bleeding, endometrial polyp, nabothian cyst, mood swings, memory impairment and bladder disorder. Concomitant products included fluticasone furoate;vilanterol trifenatate (breo ellipta), salbutamol (ventoline) and salbutamol since 2009 for asthma as well as hydrocodone bitartrate;paracetamol (vicodin), magnesium oxide, medroxyprogesterone acetate (depo provera), naproxen (motrin), pantoprazole since august 2016, paracetamol (tylenol), ranitidine since august 2016 to 2018, salbutamol sulfate (proair) and salbutamol since october 2016 to 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric syndrome") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss (specify which one") and weight decreased ("weight gain/loss (specify which one"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced adnexa uteri cyst ("other injury(ies) or complication please describe:paratubal cystic") and was found to have leiomyoma ("other injury(ies) or complication please describe leiomyoma"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("cramping") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid (aspirin), bupropion, bupropion hydrochloride (wellbatrin), folic acid, ibuprofen, ibuprofen (midol), lansoprazole, ranitidine hydrochloride (zantac) and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease and hormone level abnormal had resolved and the alopecia, depression, abdominal pain lower, migraine, fatigue, premenstrual dysphoric disorder, adnexa uteri cyst, leiomyoma, weight increased, weight decreased and anxiety outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, anxiety, depression, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, leiomyoma, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure , surgery was much more complicated than a tubal ligation date of removal: on (B)(6) 2018, on (B)(6)2017. Date of insertion: on (B)(6) 2010,on (B)(6) 2010. Discrepancy note pfs :- other injury or complication please describe: walthard rests. Concerning the injuries reported in this case, the following one were described in patients medical record:gastroesophageal reflux disease,weight gain,premenstrual dysphoric syndrome, dysmenorrhea, , hair loss,fatigue,menorrhagia, fatigue,vaginal bleeding, pelvic pain female, depression , anxiety, weight loss., menorrhagia. Lot number:774390, manufacturing date:2010/09, expiration date:2013/09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain,') and genital haemorrhage ('excessive and abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify the plaintiff did not undergo an essure confirmation test". The patient's medical history included muscle cramps, abdominal pain, cough and dyspareunia. Concurrent conditions included pain in jaw, ear pain, shoulder pain, neck pain, fever, dizziness, light headedness, trigeminal neuralgia, irregular menstrual cycle, chest pain, left upper quadrant pain, cold sweat, nausea, weakness, sweating, pap smear abnormal, uterine bleeding, endometrial biopsy, coital bleeding, endometrial polyp, nabothian cyst, mood swings, memory impairment and bladder disorder. Concomitant products included fluticasone furoate;vilanterol trifenatate (breo ellipta), salbutamol (ventoline) and salbutamol since 2009 for asthma as well as hydrocodone bitartrate;paracetamol (vicodin), magnesium oxide, medroxyprogesterone acetate (depo provera), naproxen (motrin), pantoprazole since (B)(6) 2016, paracetamol (tylenol), ranitidine since (B)(6) 2016 to 2018, salbutamol sulfate (proair) and salbutamol since (B)(6) 2016 to 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric syndrome") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss (specify which one") and weight decreased ("weight gain/loss (specify which one"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced adnexa uteri cyst ("other injury(ies) or complication please describe:paratubal cystic") and was found to have leiomyoma ("other injury(ies) or complication please describe leiomyoma"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("cramping") and migraine ("migraines") and was found to have hormone level abnormal ("harmonal changes"). The patient was treated with acetylsalicylic acid (aspirin), bupropion, bupropion hydrochloride (wellbatrin), folic acid, ibuprofen, ibuprofen (midol), lansoprazole, ranitidine hydrochloride (zantac) and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease and hormone level abnormal had resolved and the alopecia, depression, abdominal pain lower, migraine, fatigue, premenstrual dysphoric disorder, adnexa uteri cyst, leiomyoma, weight increased, weight decreased and anxiety outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, anxiety, depression, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, leiomyoma, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure , surgery was much more complicated than a tubal ligation date of removal: (B)(6) 2018,(B)(6) 2017. Date of insertion: (B)(6) 2010,(B)(6) 2010. Discrepancy note pfs :- other injury or complication please describe: walthard rests. Concerning the injuries reported in this case, the following one were described in patients medical record:gastroesophageal reflux disease,weight gain,premenstrual dysphoric syndrome, dysmenorrhea, , hair loss,fatigue,menorrhagia, fatigue,vaginal bleeding, pelvic pain female, depression , anxiety, weight loss., menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and mr received reporter information. Lot no added, new event added vaginal hemorrhage, menorrhagia, dysmenorrhea , gastrooesophageal reflux disease, premenstrual dysphoric disorder, paratubal cyst, leiomyoma, weight gain, weight loss, anxiety, hormonal imbalance, device monitoring procedure not performed. Severity added pelvic pain, outcome updated vaginal hemorrhage, menorrhagia, genital hemorrhage, hormonal changes, dysmenorrhea, fatigue, pelvic pain, gastrooesophageal reflux disease. Concomitant drugs and treatment drug was added. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), abdominal pain lower ("cramping"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, depression, abdominal pain lower, migraine and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure , surgery was much more complicated than a tubal ligation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.